Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, and displacement accuracy test. Unit was programmed with test transmitter link (link 3 gl3). The pump was connected to a test transmitter and monitored without any connection interruptions. No transmitter anomalies were noted. Unit was downloaded successfully using thump software. Successfully uploaded to carelink and generated reports. No pump error or insulin flow blocked alarms were found in the history files on or near the event date. The bolus amount programmed on (B)(6) 2024 matches the bolus amount delivered at 00:30:28.000 with 0.05 u delivered, 00:35:39.000 with 0.325 u delivered, and 00:40:29.000 with 0.075 u delivered. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The sc1 cap locks properly into the reservoir compartment. Unit received with scratched case. In conclusion, customer allegation for possible under delivery and no communication between pump and transmitter were not confirmed. Unit and transmitter communicated properly during testing. No pump alarms, insulin flow blocked alarms, or anomalies were noted during analysis. Unable to verify high and low bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced harm reported with no reported allegation of a device malfunction, no com pump to transmitter, DHR requested - other reasons. The customer reported blood glucose value of 450 mg/dl. The customer reported hemorrhage/blood loss/bleeding, hyperglycemia treated with no treatment, manual injection/insulin pen. The event involved product(s) mmt-7040a, mmt-332a, unomedical, mmt-1884. Troubleshooting was performed. Customer was using the auto mode/smartguard feature at the time of the event. "Unable to pair device (""device not found"" alert) for minimed 700 series pumps (ble) only" customer reports being unable to pair transmitter with pump. Customer has been using the insulin pump system within 48hrs of the reported high bg event. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for unomedical. Mmt-1884 was requested and customer response was the device will be returned.